Event description:
Information received indicates the technician found that the siderail was pulled away from the arms of the siderail assembly. Wires were still connected and all functions worked.

Manufacturer narrative:
The technician found a lot of rust present on the siderail. He replaced the siderail to repair the bed.